Manufacturer narrative:
The reported events of ¿the lead failed to give parameters like impedance and threshold¿ were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. X-ray examination found over-torqued inner coil consistent with procedural damage. Electrical testing found no conductor fractures but internal shorting due to over-torquing the inner coil inside the connector region. The cause of the reported events was due to over-torquing the inner coil inside the connector region consistent with procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the lead was unable to exhibit impedance measurement and capture threshold. The lead was removed and replaced on (B)(6) 2025. The patient was in stable condition.